Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 4 months following the implant of a transcatheter valve, moderate paravalvular leak (pvl) was observed and the patient experienced dyspnea. Subsequently, a post-implant balloon aortic valvuloplasty (bav) was performed to address the pvl; however, the severity of the pvl remained moderate following the bav. Therefore, it was planned for the patient to undergo a new computed tomography (CT) scan. Per the physician, the patient's extreme calcium burden contributed to the pvl.

Manufacturer narrative:
Updated data: b5. Added second paragraph. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 4 months following the implant of a transcatheter valve, moderate paravalvular leak (pvl) was observed and the patient experienced dyspnea. Subsequently, a post-implant balloon aortic valvuloplasty (bav) was performed to address the pvl; however, the severity of the pvl remained moderate following the bav. Therefore, it was planned for the patient to undergoa new computed tomography (CT) scan. Per the physician, the patient's extreme calcium burden contributed to the pvl. Additional information was received indicating that the patient declined further intervention.

Manufacturer narrative:
Corrected data: g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.